Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 64-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during impella cp support for 64-year-old male patient, the automated impella controller (aic) displayed 'disc not detected' alarm following purge fluid change. A new disc was inserted, and the issue seemed to be resolved but then 'purge system open' alarm occurred. The purge system was checked, and no leakage was noted. The system was deaired and the alarms once again resolved. However, it was noted that fluid now came out the purge cassette area and something black was broken. The console was not exchanged as a result. There was no patient harm reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. The data logs from the complaint date revealed that the console issued purge disc not detected. During the inspection, a broken purge disc retainer was confirmed. The purge retainer was completely broken off. The root cause of this issue was a broken purge disc retainer. D.9 date device returned/information was added. D.2 revised common device name as it was reported incorrectly on the initial manufacturer device report number 1220648-2024-12491. D.4 revised model number and catalog number as they were previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12491. D.6a should have been left blank on the initial manufacturer device report number 1220648-2024-12491. E.1 revised last name, facility name and city since the initial manufacturer device report number 1220648-2024-12491 was submitted in accordance with updated procedures. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-12491 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-12491 was submitted in accordance with updated procedures. G1 reporting contact address was inadvertently omitted on the initial manufacturer device report number 1220648-2024-12491. G.1 revised manufacturing site name and address section as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12491. H.8 revised selection as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12491.